Manufacturer narrative:
On may 24, 2023, mentor became aware that bilateral baker grade was iii, and implant was intact. Field h6 for device problem code has been updated to "adverse event without identified device or use problem" reason for device explant and/or reoperation: right capsular contracture; baker grade iii. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2023, device re-evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth high profile xtra 790cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no sites of gel exposure were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade ii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 22-year-old caucasian female patient underwent revision breast augmentation with a 790cc mentor memorygel xtra breast implant on the left side, and with 175cc mentor memorygel breast implant on the right side and experienced right side rupture, and bilateral capsular contracture; baker grade ii postoperatively. As a result, the devices were explanted, and replaced with saline breast implants on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On may 19, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth high profile xtra 790cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no sites of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2023, the mentor failure analysis lab received the devices for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per information received with the devices, the replacement devices used on (B)(6), 2023 were catalog number (B)(4); serial number (B)(6) on the right side, and catalog number (B)(4); serial number (B)(6) on the left side. Multiple attempts have been made to obtain additional details regarding the product received with lot number 7655712. However, no additional information has been made available. It appears it was a typo in the last number of the lot number initially reported for the right side, therefore the lot number and serial number are being updated. - lot number updated from "7655713" to "7655712" to match with the received device under field d4 on this form - serial number updated "(B)(6)" to "(B)(6)" to match with the received device. - catalog number has been updated from "(B)(4)" to "(B)(4)" - brand name under field d1 has been updated to "mentor memorygel xtra breast implant" - unique identifier( UDI) has been updated to "(B)(4)" on this form a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. - this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).